Event description:
The patient experience a burning sensation at the ins site. He felt it for a few weeks. The patient underwent surgery (unspecified) (B)(6) 2009 to fix the problem and subsequently was no longer having problems with the system.

Manufacturer narrative:
(B)(4).